Event description:
It was reported that the patient had a removal of an implanted atoms sling and had an artificial urinary sphincter implanted. The aus device then became infected and all components were removed, and the pump was found to be tethering to the testis. The device was reimplanted with another device on (B)(6) 2020. The patient outcome was reported to be stable.